Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported replacement due to prothesis rupture. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported replacement due to prothesis rupture. This record is for the left side. The device was explanted and replaced.